Manufacturer narrative:
The used device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All set components were found to be correctly placed and according to specifications. Pressure testing and underwater clear passage testing were performed with no issues noted. Functional flow rate testing was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow was observed with a continu-flo solution set. This event occurred during the preoperative stage at IV start. Lactated ringers solution was used for infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.